Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Sterilization date: 30-may-2018, expiration date: 07-oct-2019, manufacturing completed date: 16-may-2018. Review of the complaint database revealed that no other complaints for reason code "leak - air/fluid" have been submitted against lot w1757. The product evaluation was performed on (B)(6) 2018. One opened 25ga vitrectomy cutter was returned with a bl5425wvx pack label from lot w1757. The expiration date on the label is 2019-10-07. Visual inspection found the tip protector was not returned. The cutter has a white body and a blue back cap. In addition, visual inspection found that the tubing is reversed on the back cap. The blue striped tubing, which is for air is attached to the aspiration port on the back cap. The yellow striped tubing, which is for aspiration is attached to the air in-take port on the back cap. A functional test was performed using a stellaris pc system. Large amounts of air bubbles were flowing from the port hole in the tip of the outer needle. The cutter cannot function properly in this condition. Product evaluation confirmed the failure mode. It was identified that the pressure and vacuum tubes were attached incorrectly in that the aspiration and air lines were reversed. K-109-171 ¿work instructions for posterior vitrectomy w/ afi¿ rev. 2, step 2 assembly procedure indicates the correct way to attach the tubes and to test for correct assembly, but these steps were not followed. This complaint investigation identified a nonconformance. Nonconformance (B)(4) was opened for this issue.

Event description:
A user facility in (B)(6) reported that during a vitrectomy on (B)(6) 2018, air passed through the vitrectomy cutter of the posterior vitrectomy pack. There was no alarm signal. Due to air passing, the patient experienced ocular hypertension. No further information has been provided by the user facility despite multiple requests.